Event description:
Pt had sustained an open fracture of his left distal tibia and fibula. He had undergone orif approx 4 months earlier. He had developed delayed union of the tibia and underwent plate removal from the fibula with osteotomy of the fibula.